Manufacturer narrative:
The device availability was inadvertently documented as returned. The device was not retuned for investigation. The date returned to manufacturer was updated from jun 3, 2015 to no. Device evaluated by manufacturer and the evaluation code has been updated to reflect the change. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 8 of 10 for the same event. It was reported that six battery devices would not charge when tested with four universal battery charger devices. According to the reporter, the battery device started indicating ¿not charging (red light)¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.